Event description:
The patient came in reporting pain due to a loose stem 6 years and 2 months after the primary. The surgeon revised the stem, head, liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-feb-2023: lot 162764: (B)(4) items manufactured and released on 14-jun-2016. Expiration date: 2021-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.